Event description:
A customer reported that a pt presented with corneal edema one week postoperative following a phacoemulsification procedure with intraocular lens implant. The surgeon is unsure what caused the event. Add¿l info has been requested.

Manufacturer narrative:
The facility did not request service. There was no sample returned for eval and no add¿l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause could not be determined conclusively. (B)(4).